Event description:
According to the available information, while tensioning the sling, the dynamic anchor prongs detached. The doctor was unable to complete the case using the altis sling and opened another to successfully complete the case. The doctor reports that tensioning was performed as per the instruction for use.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. There have been a historical CAPA opened by the supplier for a similar failure mode; however, on a different lot. The supplier is currently performing an investigation into this lot via (B)(4) to determine if the supplier needs to expand the scope of the CAPA. Further details will be commented at a later date in the final answer. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.